Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation of bubbles during aspiration was not confirmed. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory the returned sheath was leak tested and passed all leak and aspiration testing. Inspection of the hemostatic valves did not find any defects that could confirm an existing leak path or contribute to the allegation of air bubbles during aspiration. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on all the available information, analysis of the returned device did not find any defects or abnormalities to confirm an existing leak path or air ingress that could contribute to the reported allegation.

Event description:
It was reported that the sheath exhibited bubbles during aspiration. During device insertion for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. When the sheath was aspirated to prepare it for insertion into the patient, many large bubbles appeared in the shaft and aspiration syringe. Several aspiration attempts were made but bubbles always appeared. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited bubbles during aspiration. During device insertion for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. When the sheath was aspirated to prepare it for insertion into the patient, many large bubbles appeared in the shaft and aspiration syringe. Several aspiration attempts were made but bubbles always appeared. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.